Event description:
During a planned maintenance visit, co service rep noted output was not within specification. There was no reported pt injury. Co's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.